Manufacturer narrative:
Upon completion of the investigation it was noted that the catheter was visually inspected; a small cut was noted, it is possible that a sharp object has come into contact with the catheter. Review of the history device records was not possible as the lot number was unknown. The root cause could be due to a sharp object coming into contact with the catheter, this however could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a female patient on (B)(6) 2016. The initial pressure setting was 140mmh2o. The day after surgery, the abdominal catheter was found broken. On (B)(6) 2016, revision was performed immediately, and the abdominal catheter was re-connected using a connector ((B)(4)) after only the broken part was removed. The surgeon suspects a defect in the product or damage caused by contact with a catheter passer. The patient is currently being monitored.